Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the patient had a cardiac tamponade. Surgical intervention was performed. The physician suspected that the helix from the right ventricular (rv) lead caused the tamponade. The lead remains in use. No further patient complications have been reported as a result of this event.